Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with calcification and a bicuspid aortic valve, a pre-implant balloon aortic valvuloplasty was performed. Subsequently, the valve was inserted into the patient and deployed. The valve was initially deployed too deep and was recaptured, however. The valve was deployed a second time, but the same issue occurred and the valve was recaptured again. Upon a third attempt at deployment, at a depth of 2 mm, an infold was noted in the valve frame. The valve was recaptured and withdrawn from the patient. A three minute procedural delay occurred as a new valve was loaded into a new delivery catheter system. The new valve was then implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.